Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation. No defect was detected. Test strips were not returned for evaluation. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care. Note: manufacturer contacted customer in a follow-up call to ensure that the customer's condition improved - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results obtained of 329, 373, 446, 385 and 374 mg/dl. The customer¿s expected fasting blood glucose test result is 200 mg/dl. At the time of the call, the customer reported symptoms of nausea and feeling shaky. Medical attention was not needed at the time of the call. During the call, a back to back blood test was performed by the customer fasting and produced test results of 102 mg/dl and 205 mg/dl using meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 10/29/2020 and test strips were opened two days ago. The meter memory was reviewed for previous test result history:(B)(6).